Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800412 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a clip ligation issue during gallbladder surgery.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its jaws partially closed and no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired. An attempt to complete the trigger cycle was made, but resistance was felt , and the trigger became jammed. The device was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The yoke was broken at the pin position. The pusher head at the distal end of the feeder and the tab at proximal end of the feeder were both bent. Scrape marks were observed on the inside of the yoke. There was also material from the yoke on the feeder and the feeder spring. The sample was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. The presence of material from the yoke on the feeder spring, the scrape marks on the inside of the yoke and the damages to the feeder are indications that the feeder spring bound up internally in the yoke. This shortened the overall stroke of the feeder which caused the feeder to get stuck, the jog to disengage and prevented the clips from loading properly into the jaws. The feeder spring binding up in the yoke also caused the clip stack and the trigger to jam. The feeder spring binding up in the yoke prevented the clips from loading properly into the jaws. It could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The feeder spring binding up in the yoke prevented the clips from loading properly into the jaws. It could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues. The reported complaint of "ligation issue" was confirmed based upon the sample received. The sample was returned with its jaws partially closed and no clip in the first position of the channel. Upon functional inspection, the trigger jammed. The sample was disassembled and there were indications of the feeder spring binding up in the yoke. This shortened the overall stroke of the feeder and prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues.

Event description:
It was reported that there was a clip ligation issue during gallbladder surgery.